Event description:
This case was initially received via regulatory authority (B)(6) on 11-jun-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of fallopian tube perforation ("the fallopian tube was perforated") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "the left device did not open" on (B)(6) 2017 and wrong technique in device usage process "the physician had to cut the device/ a "ring" (of the coil) is in the uterus " on (B)(6) 2017. The patient's past medical history included parity 3. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vomiting ("vomiting"), hypotension ("low blood pressure"), procedural pain ("she cried during the insertion") and complication of device insertion ("complication of device insertion"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, vomiting, hypotension, procedural pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, fallopian tube perforation, hypotension, procedural pain and vomiting to be related to essure. The reporter commented: the left device did not open for which, the physician had to cut it and they left a "ring" (of the coil) in the uterus. She cried during the insertion, presented vomiting, low blood pressure because the fallopian tube perforation. She is in the process of removal, she will inform the date. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-jun-2018 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 1438 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 11-jun-2018. The most recent information was received on 20-jul-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of fallopian tube perforation ("the fallopian tube was perforated") in a 28-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "the physician had to cut the device/ a "ring" (of the coil) is in the uterus " on 17-jan-2017 and device malfunction "the left device did not open" on 17-jan-2017. The patient's past medical history included parity 3. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vomiting ("vomiting"), hypotension ("low blood pressure"), procedural pain ("she cried during the insertion") and complication of device insertion ("complication of device insertion"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, vomiting, hypotension, procedural pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, fallopian tube perforation, hypotension, procedural pain and vomiting to be related to essure. The reporter commented: the left device did not open for which, the physician had to cut it and they left a "ring" (of the coil) in the uterus. She cried during the insertion, presented vomiting, low blood pressure because the fallopian tube perforation. She is in the process of removal, she will inform the date. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.